Manufacturer narrative:
Results = (B)(4) is based on evaluation of the user facility information and the returned sample; (B)(4) is based on the retention samples evaluated. Conclusions = (B)(4) is based on evaluation of the user facility information and the returned sample; (B)(4) is based on the retention samples evaluated. The actual device was returned to the manufacturing facility for evaluation. The sheath was evaluated and revealed no visual anomalies. The sheath was leak tested without stressing the valve and a leak was observed. The valve was removed and inspected more closely under magnification and revealed to have an off-center anomaly. An evaluation of the retention samples from the reported product code/lot # combination and the surrounding lots manufactured was conducted. There were no visual anomalies noted during a visual evaluation. In addition, functional testing confirmed the products met manufacturing specification. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. The user facility reported another device used in the same event, see MDR 1118880-2016-00159. The investigation results verified that the retention samples were normal product. The return sample failed the leak test which confirms the reported complaint. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported leakage on the involved device. Follow up communication with the user facility confirmed the following information: while the doctors where working, the introducer began to drip blood; the doctors did not quantify loss of blood; it leaked more than usual and noticed that there could be a fault in the introducer; and there was no patient injury or medical intervention required.